Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the patient had high blood glucose levels, diabetic ketoacidosis and hospitalization. Customer's blood glucose level was over 600 mg/dl. Troubleshooting was performed. Customer treated their high blood glucose via IV fluid and medical daily insulin. Customer advised the insulin pump was taken off of the patient by the hospital and the battery died which resulted in the insulin pump being off. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their blood glucose via healthcare provider's instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 4 days. No blank display noted. Device uploaded properly using care link. Device had cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).